Event description:
A follow up on the initial customer's complaint was conducted and found that the customer was hospitalized twice in the last couple of months because the insulin pump was malfunctioning. The customer received a replacement and the device was working fine. Initially, the customer reported having had hard time to control his blood glucose and was unsure if the insulin pump was recording the bolus properly. Advised the customer to call us back for further assistance if needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.